Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number 34 failed because it fractured at the body. The doctor reports that the procedure was not concluded by placing another implant. Bone type: ii.